Manufacturer narrative:
Correction: omit 8100 and pri tubing from concomitant products.

Manufacturer narrative:
Concomitant medical devices: 10ml bd syringe, ref (B)(4), lot 619712a, exp 2019-07-04, 0.9% sodium chloride; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the rn went to remove the filtered syringe pump tubing with a fused maxzero cap and could not unscrew the collar from the PICC line. Rn made several attempts to unscrew the tubing when the tubing broke. Rn had to use central line clamp to remove the remaining tubing from the PICC line. There was no patient harm.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report that the tubing broke was confirmed. Visual inspection of the set revealed a separation between the tubing and male luer. The male luer was received with the collar missing. The end of the tubing where the separation occurred is jagged and not a clean separation. Functional testing could not be performed due to the separation. The root cause of the tubing break could not be determined.

Event description:
The customer reported that the rn tried to remove the filtered syringe pump tubing with a fused maxzero cap and even once the collar was unscrewed the line would not come out of the maxzero. The rn made several attempts to remove the tubing, and then the tubing broke while still engaged in the maxzero. The rn had to use central line clamp to remove the remaining tubing from the line. There was no patient harm.